Event description:
It was reported that a m. Blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. The complained product was sent to the manufacturer for investigation. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection during the investigation, scratches on the outer housing of the valves were determined. Permeability test a permeability test has shown that both valves are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The result shows that the m.blue operates not within the accepted tolerances in the vertical position. However, the progav 2.0 operates within the specified tolerances in the horizontal position. An accelerated outflow of m.blue in the vertical position could be determined. Adjustment test the valves were tested and the m.blue is not adjustable, but the progav 2.0 is adjustable to all pressure settings. Braking force and brake function test the brake functionality test at the m.blue has shown that the brake function operates as expected. However, the braking force cannot be measured due to the non-adjustability of the valve. The brake functionality test at the progav 2.0 has shown the brake function operates as expected and the braking force is within the given tolerance. Internal inspection after dismantling of the valves, organic deposits were found in both valves. Results based on our investigation results, we can determine that there is accelerated outflow and non-adjustability in the m.blue. The deposits visible in the valve led to functional impairments. Furthermore, we can determine visible deposits in the progav 2.0. The deposits did not affect the technical properties at the time of the investigation. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. The examination of the returned product is complete with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.